Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during routine implant of this cardiac resynchronization therapy defibrillator (crt-d) with the chronic right ventricular (rv) defibrillation lead, a shock lead shorted message was recorded during defibrillation threshold (dft) testing. The patient required external rescue. Boston scientific technical services (ts) recommended replacing the device and lead. The crt-d was attempted, but not implanted. Another crt-d was implanted with the chronic rv lead. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that device and pacing system analyzer (psa) testing of lead measurements noted no anomalies and tug testing noted the lead to device header connection was appropriate.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the crt-d identified tool marks on the device case. Review of device memory found a shorted lead fault was recorded after a shock was attempted. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy.